Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The (B)(4) of the subject device has been updated to reflect correction to (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-jan-2019 with the following findings: a review of the black box verified a ¿loss of prime¿ event with a low non-zero force. Investigation testing was unable to duplicate the ¿loss of prime¿ during basal duration testing. Force sensor calibration test confirmed the force sensor was within specifications.